Manufacturer narrative:
This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt. Angioguard catalog # 601814rec. This is one of two products involved with the reported adverse event and are associated manufacturer report numbers 9616099-2013-00561 and 1016427-2013-00111.

Event description:
As reported by the (B)(4) study during carotid artery stenting was performed in the right internal carotid artery with a 7x30mm precise stent, the patient developed sudden onset of behavioral change and aphasia during removal of the angioguard embolic protection device that were diagnosed as an ischemic stroke. However, additional information from the site indicated it was an embolic stroke.the patient expired on the same day due to an unknown cause. The patient was had unspecified symptoms at study inclusion. Baseline nih and rankin scores were 0, respectively. Carotid artery stenting was performed on a 99% occluded lesion in the ostium of the right internal carotid artery of 10mm in length in a 4.5mm vessel diameter with moderate vessel tortuosity. A 6mm extra support angioguard embolic protection device was successfully deployed past the lesion and pre-dilation was performed. Then a 7x30mm precise pro rx stent was successfully deployed at the target lesion. The residual diameter stenosis measured 0%. The angioguard was successfully removed and debris was found in the basket. There was no documented dissection or presence of air bubbles. The patient suffered a posterior distribution pca infarct. During the removal of the angioguard, ¿immediately the patient began to have mental status changes and poor responsiveness¿. The patient suffered a posterior distribution pca infarct and was non responsive to intra-arterial catheter directed thrombolytic therapy. For treatment of the stroke, ¿integrillin half bolus and drip was started as well as hypertensive therapy. A renegade catheter was positioned into the right pcom and an angiogram performed. There is slow filling of the right posterior cerebral artery, consistent with an embolus. With the catheter just proximal to the thrombus/embolus, 20mg of tpa was slowly infused over 15 minutes.¿ subsequently, the patient expired¿. The angioguard was not still in place when the patient expired.

Manufacturer narrative:
As reported by the sapphire ww study during carotid artery stenting was performed in the right internal carotid artery with a 7x30mm precise stent, a (B)(6) female patient developed sudden onset of behavioral change and aphasia during removal of the angioguard embolic protection device that were diagnosed as an ischemic stroke. However, additional information from the site indicated it was an embolic stroke. The patient expired on the same day due to an unknown cause. The patient¿s medical history included previous tia, smoking (>5packs of cigarettes) and hypertension (systolic>140, or diastolic>90, or requiring medication). The patient had unspecified symptoms at study inclusion. Baseline (B)(4) were 0, respectively. Carotid artery stenting was performed on a 99% occluded lesion in the ostium of the right internal carotid artery of 10mm in length in a 4.5mm vessel diameter with moderate vessel tortousity. A 6mm extra support angioguard embolic protection device was successfully deployed past the lesion and pre-dilation was performed. Then a 7x30mm precise pro rx stent was successfully deployed at the target lesion. The residual diameter stenosis measured 0%. The angioguard was successfully removed and debris was found in the basket. There was no documented dissection or presence of air bubbles. The patient suffered a posterior distribution pca infarct. During the removal of the angioguard, ¿immediately the patient began to have mental status changes and poor responsiveness¿. The patient suffered a posterior distribution pca infarct and was non responsive to intra-arterial catheter directed thrombolytic therapy. For treatment of the stroke, ¿integrillin half bolus and drip was started as well as hypertensive therapy. A renegade catheter was positioned into the right pcom and an angiogram performed. There is slow filling of the right posterior cerebral artery, consistent with an embolus. With the catheter just proximal t the thrombus/embolus, 20mg of tpa was slowly infused over 15 minutes.¿ subsequently the patient expired¿. The angioguard was not still in place when the patient expired. The precise stent remains implanted and is thus not available for analysis. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Embolic stroke and death are well documented potential complications of carotid artery interventions and is listed in the IFU as such. Embolic strokes are usually caused by an embolus (a blood clot that forms elsewhere in the body and travels through the bloodstream to the brain) that travels from other parts of the body to the neck or brain and blocks a blood vessel. Embolic strokes often result from heart disease or heart surgery and occur rapidly and without any warning signs. About 15 percent of embolic strokes occur in people with atrial fibrillation. When a clot forms in a blood vessel in the brain or neck it is called a thrombotic stroke. Embolic and thrombotic strokes are categorized as ischemic stroke. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient and procedural factors may have contributed to the reported events. This is one of two products involved with the reported adverse event and are associated manufacturer report numbers 9616099-2013-00561 and 1016427-2013-00111.